Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 3 of 3 for (B)(4). It was reported by the customer in canada that during a spinal fusion procedure on (B)(6) 2022, the surgeon was performing final tightening on an expedium 4.5 set screw and he stripped both final torque devices at the distal end tip. According to the report, the surgeon was able to complete the case with the least damaged driver which also had stripped threads at the distal end tip. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves three (3) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device manufacture date was reported as unknown on the initial report; and has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sfx x20 torque driver shaft (p/n: 89410300, lot: nw148770) had the tip stripped. The observed condition could be attributed to repetitive use and end of life indicator. No other issues were observed. A dimensional inspection was not performed for the sfx x20 torque driver shaft due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sfx x20 torque driver shaft (p/n: 89410300, lot: nw148770) would contribute to the complained device issue. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues. Device history: a review of the receiving inspection (ri) for sfx x20 torque driver shaft was conducted identifying . That lot number nw148770 was released in two batches.    Batch1: lot qty of (B)(4) units were released on 13 mar 2014 with no discrepancies. Supplier: depuy : norwood medical. Batch2: lot qty of (B)(4) units were released on 10 may 2014 with no discrepancies. Supplier: depuy : norwood medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.